Event description:
A customer reported experiencing a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using the proper technique, and the issue was resolved successfully, allowing the customer to resume insulin therapy. No additional information was available regarding prior incidents with this device.